Event description:
While undergoing excision of lipoma of neck, the surgeon used an electrosurgical pencil to cauterize a bleeder. The pencil was noted to be arcing. Immediately thereafter fire was observed under the drape.